Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). Used in conjunction with palacos cement: catalog # 00-1113-140-01, lot # 82064447. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Right attune total knee revised to address pain and aseptic tibial base plate loosening at the cement to implant interface. Revising surgeon indicated that the tibial base plate was grossly loose, and removed by hand. Stated that the implant had debonded from the underlying cement mantle. Femur, tibia, and insert were revised; patella was retained. Competitor cement was used during primary.